Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review was unable to be performed as no serial number was provided.

Event description:
It was reported the patient reported that a solis pump was malfunctioning. The device began beeping and displayed a flashing message on the screen that read ¿error in the line.¿ the issue occurred while the pump was in use. Fortunately, the patient had a backup pump available and was able to switch to it without any complications. The infusion was successfully continued, and no injury to the patient or any clinical harm was reported. The event has been resolved.